Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted: (B)(6) 2019. 6725 plug, implanted:(B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) epi-cardial leads exhibited high thresholds and increasing thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.